Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was used during a procedure on (B)(6) 2003. According to the complainant, post-procedure, the patient experienced unspecified complications. All other information is unknown and reportedly unavailable.